Manufacturer narrative:
Lumenis contacted the user facility directly to obtain additional information. The complainant indicated that the operator did try twice to get the fiber to connect to the laser. After two attempts, during each one having shut the laser off between attempts, the facility retired the fiber. It was reported that a new fiber was connected and the procedure was completed. A review of subject device risk files revealed the following risks of 'disconnection of fiber from laser': (1003791_g ) - risk # 2.7.1 - disruption of energy delivery to target organ triggered by "disconnection of fiber from laser" has the potential to lead to ineffective treatment and/or prolonged procedure; the risk has been quantified and found to be negligibly small, and the risk have been characterized and documented as acceptable within full risk assessment. Furthermore, the risk carrys a minor potential 'hazard severity'. A review of subject device lumenis p120 (moses laser) labeling (um_10012510_e) revealed user instructions which alert the user that when there is 'no laser emission' or 'inadequate or no aiming beam' the user is instructed to replace the delivery system, and inspect & replace the debris shield if necessary. A clinical evaluation of similar fiber malfunctions had concluded that "fiber malfunction in the proximal end or connector will require replacing the fiber. Since it is a consumable product, it is the common practice that hospitals will maintain more than one fiber. Using a number of fibers in the same case is not an unusual scenario but rather part of the routine care where patient anatomy and treatment targets may change throughout the procedure and will require different fibers and approaches. Therefore, change of fiber, that did not cause serious injury such as delayed procedure/canceled procedure/use of alternative device etc, is not a reportable event in vast majority of the cases." In the reported case another fiber was exchanged and worked well, and no harm to the patient or staff reportedly occurred. Based on the above information, the same malfunction of intraoperative fiber malfunction would not likely lead to serious injury, thus the malfunction is not reportable per medwatch decision tree. Lumenis is filing this report in response to the user facility's medwatch report (B)(4).

Event description:
Lumenis received user facility submitted medwatch report ((B)(4)) in which the description reads "there were 2 devices that malfunctioned in this case. One was a laser fiber and the other was a stone retrieval basket. Equipment failed lumenis moses d/f/l fiber (failed to connect to moses laser when loaded x2 laser was shut off in between tries) & zero-tip basket (failed to operate)." Lumenis is the manufacturer of the lumenis moses fiber which allegedly failed to connect to the laser. This report is related to the lumenis device only.